Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) went from a battery status of "beginning of life" to "elective replacement indicated" in a few weeks. The patient was not receiving pacing or shock therapy. Consequently, the device was explanted and replaced because it did not meet the physician's expectations with respect to longevity.